Event description:
On (B)(6) 2024, the patient underwent a coil embolization procedure in the splenic artery and collateral vessels to treat a gastrointestinal bleeding using a pod coil and eight pod packing coils (packing coil). It was reported that there were no obvious complications immediately following the procedure. At the one-month post-procedure follow-up, imaging revealed some coil displacement. As a result, the physician scheduled additional imaging for the two-month follow-up. At that time, delayed coil migration was observed, with some of the previously implanted packing coils exposed. The exact number of coils involved was unknown. These packing coils migrated to an area ranging from the upper stomach to the duodenal outlet, leading to the development of gastric ulcers. The physician attempted to remove the exposed packing coils using a loop cutter within the digestive tract. However, the removal was unsuccessful. On (B)(6) 2025, an additional procedure was performed, and the displaced coils were successfully removed using an over-the-scope clip (otsc) system cutting device.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2025-00102, 2.3005168196-2025-00103, 3.3005168196-2025-00104, 4.3005168196-2025-00105, 5.3005168196-2025-00106, 6.3005168196-2025-00107.